Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, clip deployment could not be completed. The safety release mechanism was activated to facilitate device removal from the patient anatomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. A physician trained in the use of the starclose se device was reported to be present during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty could not be replicated in a testing environment based on the returned device condition. The reported difficulty to deploy the clip could not be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty to deploy the clip incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.